Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a screwdriver was broken. While inserting the screw and retightening, the tip of the screwdriver broke on (B)(6) 2013. The surgeon reported that this kind of screwdriver broke several times in the last year, so the hospital purchased a backup one. The surgeon used it and finished the operation without any problem. This broken screwdriver was purchased in april, so the surgeon requested a replacement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found.